Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve, when applied on antrum of stomach, staple line was incomplete centrally. The firing stopped after 20mm. Another device was used to resolve the issue in order to complete the case. There was no patient injury.